Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: cleaning : ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
EU complainant reported there was a small leak from the clear plastic side arm of the impella 5.5. The staff had trouble locating the exact location of the leak. There was only around a drop per hour. Support continued and staff monitored. The patient remains on impella support.

Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. The pump was returned for investigation. The pump was successfully purged. After 30 minutes a small drop of purge was observed leaking. The leak was observed from the yellow luer connection from cassette to the sidearm. The leak was very small and was from damage to the yellow luer connection. The root cause of the purge leak - pump was determined to be due to a damaged sidearm yellow luer due to high tension in combination with disinfectant and certain drug ingredients such as oil, alcohol, lipids etc. D9 device returned to manufacturer date added g1 reporting contact email revised on manufacturer device report 1220648-2024-23307 in accordance with updated procedures.